Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site city, event site state), h6 (medical device problem code, investigation findings, component codes).

Event description:
N/a.

Event description:
It was reported that the balloon catheter had improper sensing alarms, during use. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Test ran unit with trainer and catheter for 2 hrs. No errors or problems found. Site may have had a crimp or kink in the catheter line that they were using when error happened. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a catheter restriction and kink can occur due to one or more of the following probable causes alarm, catheter restriction indicates that the intra aortic balloon (iab) catheter or its associated tubing is restricted, preventing normal balloon inflation and deflation. When this alarm occurs, the cardiosave system automatically enters standby with the balloon deflated to prevent unsafe pumping until the restriction is resolved. Causes for a catheter restriction, alarm: 1 there is a restriction in the iab catheter or tubing 2 the iab membrane is not completely unfolded. 3 the iab remains in the sheath immediately after insertion. 4 off label use.